Event description:
The intralease fl laser was used to create a corneal flap for lasik surgery. Postoperatively the patient presented with epitheleal ingrowth in one eye. The physician performed intervention to remove the epithelial cells. The patient responded to treatment and the postoperative uncorrected vusial acuity is 20/20. The association between the event and the device is unknown.